Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication. It was reported that the patient fell on (B)(6) 2019 and was concerned that they may have broke a lead. The patient last charged the ins in (B)(6) 2019. The patient mentioned that they have the stimulation up so high that they sometimes feel that it doesn¿t make a difference. The patient reported that they lost therapy. The patient was redirected to their healthcare provider (hcp) to address possible overdischarge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a manufacturer representative (rep). It was reported that the ins was overdischarged. There was no response from the clinician programmer. The device was successfully trickle charged and the patient was sent home charging. The issue was resolved. No further complications were reported.